Manufacturer narrative:
Method - follow-up with company representative.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedures at levels t11, t12, l1 and l2. Reportedly, levels t12 and l2 were completed. The balloons were inflated at levels t11 and l1. During the procedure prior to injecting bone cement, the patient started having irregular breathing and pulse. The procedure was stopped; levels t11 and l1 were not completed. The patient was transferred to ICU. A CT scan of the lung was performed the next day and did not show bone cement. Patient status is good. No further information was received.